Manufacturer narrative:
At the time of this report, the inlay remains implanted and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. One month postoperatively, the patient presented with dry corneal surface and the inlay had decentered superiorly. On (B)(6) 2017, the inlay was repositioned, and it was recommended treating the surface dryness aggressively including the use of plugs. However, post inlay repositioning, the patient reported dissatisfaction with vision and would like the inlay removed. Additional information is being requested.

Manufacturer narrative:
The explanted corneal inlay was discarded and is not available for evaluation. Device discarded.

Event description:
The following additional information was provided. Six weeks after the inlay was repositioned the slit-lamp examination showed that the inlay was well centered and clear, however the patient was experiencing dry eye and bcdva had decreased to 20/70. The inlay was explanted on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Patient follow-up was requested and the following new information was provided. The initial surgery to implant the corneal inlay surgery was uneventful. The patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/100 prior to inlay repositioning. Bcdva improved to 20/20 post repositioning, but decreased to 20/40 after the inlay was explanted. The dry eye severity was characterized as mild-to-moderate.